Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an error message when connected. The transducer was returned, and an investigation was performed. The engineers were able to reproduce the system error and found holes in the articulation sleeve and leakage test failure, due to bite marks. This issue was caused by customer misuse. It is recommended that the customers use the transducer carefully. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient was already sedated and was being prepped to undergo a mitral valve repair. The doctor was preparing an intravenous (IV) line for the patient and the staff was preparing the transducer; however, before the procedure can start, a usacquisitionhw_0 error was displayed. The transducer and the ultrasound sytem were replaced to continue and complete the procedure. There was a delay of approximately one hour while both equipment were prepared. There was no loss of data and there was no patient adverse event reported. No additional information was provided.